Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse noticed moisture in the tubing assembly filter, and as a preventive measure he replaced the tubing assembly filter. The fse performed all functional and safety checks to meet factory specifications. Iabp passed all functional and safety test per factory specifications and subsequently released to the customer and cleared for clinical service.

Event description:
The customer has reported that an autofill failure occurred on the cs300 intra-aortic balloon pump (iabp). It is unknown under what circumstances this event occurred; however no adverse event was reported.